Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-1 brake was replaced to repair the psm. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during preventative maintenance of the da vinci system, the patient side manipulator (psm) arm failed slow sweep test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm.